Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported a that a minimum fill notification occurred when loading a new cartridge into the pump and that a cartridge change error occurred with multiple cartridges during the load sequence. Customer will use a back up pump for insulin therapy. Customer¿s blood glucose level was 113 mg/dl.